Event description:
The quick connect stem inserter from the the accolade ii broach tray is sticking, and not allowing the inserter to removed without using a mallet.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty disassembling the accolade inserter from the stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a functional inspection of the returned device could not replicate the event. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar reported events for this lot ID. Conclusions: a functional inspection could not replicate nor confirm the event. No further investigation for this event required.

Event description:
The quick connect stem inserter from the the accolade ii broach tray is sticking, and not allowing the inserter to removed without using a mallet.